Manufacturer narrative:
This report is filed (B)(6) 2015. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to incorrect placement of the internal device. The patient was reimplanted with a new device during the same surgery.